Event description:
On 05/04/2006, nellcor puritan bennett received a report of a leak on the device. The caller is reporting that the cuff was leaking and ruptured during use on a pt. The caller reported that replacement if the tube was required. This report is associated to the second occurrence on MFR# 2936999-2006-00535.